Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was not impacted during these events. The customer stated that these occlusion alarms would occur after a bolus was requested and the customer would lay down. The customer would clear the alarm and the occlusion alarms would generally not reoccur. Tandem technical support explain the positional changes may have cased a temporary block causing the occlusion alarms to occur. The customer stated they would try contact detach infusion sets to address the occlusion issues.